Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was within 54 mg/dl to 500 mg/dl range; however, the exact value was not provided. Reportedly, the customer had some weakness in hands. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.